Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient reported that the infusion set was leaking at the headset. The patient experienced elevated blood glucose levels. No adverse event reported. The infusion set is not expected to be returned.